Event description:
The event is reported as: the device broke during a surgical procedure. No complications reported.

Manufacturer narrative:
At the time of this report, the device was not returned for evaluation. The results of the investigation are not available at the time of this report.